Event description:
The pt with this implantable cardioverter defibrillator (ICD) passed away. The pt's family is involved in litigation against guidant and claims that the pt allegedly passed away due to an arrhythmia. The device is part of prizm 2 recall population.